Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing. The distal portion of the driveline was returned in three segments measuring approximately 3, 9, and 24 inches respectively. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Upon disassembly, inlet stator, outlet stator and the lumen of the motor capsule revealed depositions of coagulated blood. The lack of structure indicates that the depositions formed acutely. A correlation between the evaluation of the pump as returned and the reported chronic driveline infection could not be conclusively determined. Incidentally, driveline wire compromise was confirmed during the evaluation of the returned device. High potential testing of the 9 inch segment revealed current leakage through the yellow wire approximately 3.5 inches from the proximal end of the segment; 11.5 inches from the pump housing. Examination of this location of the driveline under a microscope revealed a small breach in the yellow wire. The yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of abrasion by the metal braided shield. If the exposed conductors of the yellow wire contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the system controller log files reported on the incident that occurred on (B)(6) 2016 (medwatch MFR # 2916596-2016-00738). Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient developed a recurrent driveline infection that lasted more than one year. The infection was treated with unspecified antibiotics. Unspecified local surgery was performed at the driveline exit site. As it was not possible to cure the infection permanently, and the pump was exchanged on (B)(6) 2017. The new driveline was tunneled lateral to the old driveline exit site, and the old driveline exit site was treated with a vacuum assisted drainage dressing. No additional information was provided.